Event description:
It was reported that the patient was told "one of their leads went bad." The patient had been in to visit their health care provider the day before report. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Reference MFR. Report # 3004209178-2012-03831 for information regarding the patient's other stimulation system.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ recharger product ID, 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ programmer, patient. (B)(4).